Event description:
According to the reporter, during video-assisted thoracoscopic surgery (vats) lobectomy, at the time of lung parenchymal resection, the firing stopped at when the reload advanced by about 3 cm. The tissue was thick, but the highest force zone was zone 2, so the stapler was used as usual. But since the firing could not be done, it was gently released from the tissue and was used with another reload again. An additional resection was performed, and additional sutures were sutured with a stapler. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot#unknown); sigphandle, sig power sigphandle handle (sn: unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.